Manufacturer narrative:
Batch review performed on 23.04.2021: lot 187758: (B)(4) items manufactured and released on 2-feb-201. Expiration date: 2024-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 1906612. Batch review performed on 23.04.2021: lot 1906612: (B)(4) items manufactured and released on 7-nov-19. Expiration date: 2024-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
11 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, placed antibiotics, removed the glenosphere and baseplate and converted the humeral component to a hemi-shoulder. The surgery was completed successfully.